Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number is not recognized, no device history record (DHR) review could be performed. If alternate information is made available in the future, then it will be submitted in a supplemental report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had an unknown mentor prosthesis implanted and experienced capsular contracture (baker¿s grade unknown) post procedure. No additional information has been provided, if additional information is made available in the future it will be provided in a supplemental report.